Manufacturer narrative:
B:5 additional information received; it was confirmed there was a type iiib endoleak located at the contralateral gate of the main bifurcation, the cause of the type iiib could not be determined. The cause of the type ia endoleak per the physician was due to neck dilation, it was reported the migration may be due to enlargement of the aneurysm diameter due to a type 2 or the original dissection of the left common iliac artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 69 mm abdominal aortic aneurysm. Enb f3220c145ej was implanted on the left approach. Enlw1620c93ej was implanted on the opposite side. Approximately 32 months post index procedure, a non-mdt device- excluder leg 12 mm*14 cm was added for left leg migration. And 10 months later, another excluder leg 12 mm*14 cm was additionally implanted on the right leg. Furthermore, 21 months later, a etcf3232c49ej was additionally implanted for type1a endoleak. After that, there was no noticeable change in the diameter of the aneurysm. Approximately 5 months later, the patient had emergency hospitalization on suspicion of abdominal aortic aneurysm (aaa) imminent rupture and the aneurysm diameter was expanded from 60 mm to 65 mm. The patient underwent open endoaneurys-morraphy and no endoleak was found 1/12 months later. Two months later, the patient presented to the emergency outpatient clinic with abdominal pain. A CT was performed, where a linear endoleak was noted from the trunk of the main body and the aneurysm diameter increased to 71 x 73 mm. Fluoroscopy was performed but the endoleak could not be seen. As an intervention excluder leg 12 mm*10 cm was implanted, and four days later, laparotomy operation was performed where an incision was made in the aneurysm to expose the implanted endurant and jetting of blood was observed, the bleeding site was probably thought to be at the contralateral gate. The bleeding disappeared after applying a hemostatic agent, so the abdomen was closed without artificial blood vessel replacement. It was reported that cause of the bleeding was unknown. The next day, CT was performed, where no endoleak was noted. As per the physician the cause of the event can not be determined. No additional clinical sequalae were reported and the patient in fine.